Manufacturer narrative:
This report is submitted on 19 june 2020.

Event description:
It was reported that the patient experienced skin overgrowth at abutment site and subsequently underwent revision surgery on two separate occasions (dates not reported). Clinical management is ongoing.

Manufacturer narrative:
It was reported that the patient experienced infection at implant site. This report is submitted on 10 august 2020.